Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. Additionally, the customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Low bg was address by consuming carbohydrates. Multiple attempts were made by tandem¿s technical support to obtain additional information on the low bg; however, no response was received.